Manufacturer narrative:
Complaint confirmed. Visual inspection identified breakage to the suturelasso wire at the loop. No damage was noted to the curved tip of the suturelasso assembly, and no other abnormalities were identified. During device functioning, the wire was able to move as intended. The cause of this event is undetermined; however, most likely caused are the application of prying/leveraging forces to the device during use and/or interference with sharp instruments.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff arthroscopy it was not possible to pull the wire loop with the suture retriever, as the wire loop of the device immediately tore inside the patient. No part of the device broke off inside the patient. There was no harm or adverse event for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.